Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection and simulated use testing. The reported issue was not confirmed as it could not be reproduced in a controlled environment. Given the results of the investigation, the likely cause of the issue is due to electromagnetic inference from the charging of the stimulator. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not deliver a bolus using the patient therapy controller (ptc) while charging her stimulator. The stimulator is implanted on the same side as the pump.